Manufacturer narrative:
UDI: ((B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6). That during a rotator cuff repair procedure on (B)(6) 2021 it was observed that the vapr vue generator shut down and stopped working when the hand control was pressed to turn on the electrode device. While it was taking too long to retrieve another like device, the surgeon decided to perform an open surgery instead to complete the procedure with a 45 minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the complaint device was received at the service center and evaluated. It was reported that does not work properly. Per service reports, this complaint can be confirmed. This complaint is a duplicate of (B)(4) and the investigation was performed in (B)(4). During evaluation, it was found that the device did not power up and no cp power output. Further, rf board and psu board found damaged. The rf board and psu board were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The damaged rf board and psu board would have caused the customer to experience the reported problem. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.